Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to type 1 hyperglycemia. Customer's blood glucose levels at the time of hospitalization 588 mg/dl. The customer reported having symptoms of, the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip and manual injections. It was also reported that the customer had previous blood glucose levels of ranging from 400mg/dl to over 500mg/dl. Air bubbles in the reservoir were reported. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.